Event description:
A customer contacted beckman coulter (bec) reporting a leak coming from the cap piercer wash station on the unicel dxc 660i synchron access clinical system. The customer disabled the cap piercer function and continued to process samples while waiting for service to evaluate the instrument. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and protective eyewear at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and determined that the vacuum line was not pulling a vacuum. The fse flushed the waste line and replaced the waste 3-way valve. Repairs were verified. (B)(4).